Event description:
During a transfer with a floor lift the hanger bar became disconnected from the tee-bar causing the pt to fall to the floor. No injuries were sustained.

Manufacturer narrative:
This report is being filed under (B)(4) by the MFR arjo hospital equipment (B)(4) on behalf of the importer (B)(4). The device was inspected on-site by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Additional info will be provided following the conclusion of the MFR's investigation.